Manufacturer narrative:
Root cause: no evaluation performed on device. Initially, it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
Removal of 2-7.3 hip devices: initial surgery on (B)(6) 2005. Removal surgery on (B)(6) 2006, problems with removal of 2- 7.3 hip devices. Both screws left in place. One disengaged and the threaded portion and shaft remained in bone, able to remove the head and outer portion with the threaded screw extraction device. The other screw fractured as surgeon was trying to remove it and he was unable to remove any portion of the screw. Patient in good condition. No complications. Patient allowed full weight bearing immediately after the surgery.